Event description:
In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 7 months. Based on the follow-up with the health-care provider (hcp), the reason for explant was endocarditis, that cause progressively mitral insufficiency due to a anterior leaflet perforation. Per hcp, the explant was not related to the subject device. The source of infection was unknown. The explanted annuloplasty ring was replaced with an edwards bioprosthesis pericardial valve. No additional information provided.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic ring endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the ring. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the reported endocarditis is not known. Additionally, the hcp has indicated that there was no malfunction of the subject device. No further actions are possible with the available information.